Event description:
(B)(6), md performed a routine hysterectomy using a da vinci robot at (B)(6) in (B)(6). He damaged (cut) my left ureter causing a fistula. Dr (B)(6) didn't realize it at the time of surgery and I was released. This fistula caused my kidney to malfunction requiring emergency hospitalization. It was still undiagnosed while in the hosp. On (B)(6) 2013, dr (B)(6) ordered a CT scan to determine the cause of the fistula. I had outpatient surgery on (B)(6) 2013 and a nephrostomy tube was inserted into my kidney. On (B)(6) 2013, dr (B)(6) performed another outpatient surgery and put a double j stent into my damaged ureter which was in for 6 weeks.